Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges did not fit properly onto the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support.